Event description:
It is reported that the end-user developed an open area which now extends up to three quarters of an inch with pink tissue and white slough to the immediate right of the stoma. It is further reported that treatment was administered with clobetasol cream 0.05% which was prescribed on (B)(6) 2014; in addition, end-user is using medication with silvercel and biotin dressings every three days with wafer change.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Report stated alternate product samples were sent to end-user; and the use of aquacel ag ribbon (product code: 420128) and the extra thin duoderm dressing (product code: 187900). No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.